Event description:
The manufacturers rep reported the hcp removed the morphine 20mg/ml from the pump and refilled it with normal saline. The pump was incorrectly programmed "by not taking into account the different flow rate of saline which would include the ms still in the catheter. The pt experienced overdose symptoms and was admitted to the intensive care unit. The pt outcome was reported as okay. A follow up report will be sent when additional information is received.